Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The customer reported that the a3059 mayfield composite series skull clamp was used during a posterior cervical laminectomy/fusion procedure on (B)(6) 2019 where the skull pin slipped causing a small scalp laceration. Additional information was received on (B)(6) 2019 indicating that the mayfield clamp was applied on a (B)(6) female patient¿s head. During prone positioning on a jackson table with the mayfield cervical system attachment, the second surgeon noted the two inch laceration on the patient's right side of the head due to the mayfield clamp pins slipped from its position. The surgeon stapled the skin laceration. The patient was in recovering condition.

Manufacturer narrative:
The device was not returned for evaluation. Failure analysis cannot be completed due to the lack of information received to perform a complete investigation. The device history record reviewed with no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint unconfirmed. Root cause analysis cannot be completed at the moment. Device identifier # (B)(4).

Event description:
N/a.